Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula bent at sensor base. Also found excessive dried blood in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Customer did not return insertion needle.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 91 mg/dl and the sensor glucose was 60 mg/dl. Customer¿s other blood glucose was 300 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated they did not receive sensor updating. The sensor will be returned for analysis.